Manufacturer narrative:
H3: analysis of the [programmer], model [97755-s], s/n [(B)(6)], revealed recharge antenna failure, stuck on checking the recharger screen and white arrow rubbed off connector, this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was controller gets hot and freezes up and the paddle and relay box on the recharger get warm as well. Pt takes the battery out and lets it cool down and puts the battery back in. The issue started about 4 months ago. Agent reviewed the reason for controller feeling hot was likely due to bad recharger cord. Pt mentioned they usually charged every night. A replacement recharger telemetry module (rtm) was sent out.